Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial:(B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The caller had a damaged desktop charger cord. An email was sent to repair to replace the desktop charger. Pt reported they received a new recharger antenna since they go out from time to time. Yesterday the insr was no longer charging and the connection of the insr and dtc were smushed for the dtc cord had 6 prongs but don't align with the insr port. Patient mentioned that they had to put tape on their desktop charger for a long time but did not know why. During call there was no damage to the dtc and the green light turned on when plugged into the wall. Pt went to charge insr and it was not recharging. Pt called in on 2024-may-30 and reported that received their replacement dtc the insr was still unresponsive. Walked pt through resetting the insr and that still did not resolve the issue. Agent sent an email to the field to initiate the insr to wireless recharger process. Pt called back and said they had not heard anything about being transitioned to their wireless recharger. Pt said they were already feeling effects of not having interruption for pain. Pt called back and provided serial number of recharger. Pt said the pain was really starting to get to them since they could not recharge their ins and mentioned their plastic case for the recharger had come off and over time, the serial number had worn off. Pt just spoke to manufacturer rep again today. Caller reports patient will be receiving the wireless recharger only, no handset. Reviewed education on wireless recharger sound since patient do not have a handset.

Manufacturer narrative:
Product ID 37761 serial# (B)(6): product type recharger product ID 37751 serial# unknown: product type recharger was sent for analysis and found bent connector pin at the end of cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.